Manufacturer narrative:
Alleged failure: the device tripped on its own while the console was in shaver mode. The vapr was hot. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress reaching the pcb board, which resulted in a short circuit, likely due to a leak from a broken/damaged bond of the suction tubing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continuously activated.

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.